Event description:
During the removal of this needle, the excessive resistance was felt, and then the patient¿s tissue was damaged/scratched and needle¿s tip deformed/bent.

Manufacturer narrative:
Pr 768128 follow up emdr for manufacture evaluation. A photo was provided for evaluation. Visual evaluation of the provided photographs confirmed the reported failure mode. Additional visual evaluation of the photographs noted the needle displayed a curve at the needle tip. The evaluation noted source of the curve in the needle tip was mostly likely from either a manufacturing error or occurred during the original placement of the needle during use by the end user. The investigation was not able to confirm either contributor as the absolute source. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production. The most potential contributor was identified as a manufacturing error during the grinding process however a probable root cause could not be definitively identified since all aspects of the procedure during the placement and use of the needle by the end user was not known during the investigation. Based on the identified potential contributor, all applicable manufacturing personnel will be notified of this complaint and provided with instruction on proper needle grinding and needle inspection procedures. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information is provided. (B)(4).

Event description:
During the removal of this needle, the excessive resistance was felt, and then the patient¿s tissue was damaged/scratched and needle¿s tip deformed/bent.